Manufacturer narrative:
Additional info has been requested. Any additional info obtained after investigation will be submitted in supplemental report.

Event description:
It was reported that "product manager has xrays from the case. Blocker pulled away from construct, necessitating in the entire construct being replaced."